Manufacturer narrative:
H3 other text : device does not return to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged asthma. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on september 19, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has previously alleged asthma. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation manufacturer observed the following from an external and internal inspection: manufacturer technician heard something loose inside the device. Further investigation showed the blower motor was broken where the screw is inserted to keep the blower motor together. The screw was found in the airpath of the blower box. A dust like contaminate on the ui (user interface) panel, top enclosure, rear panel, sd (secure digital) cover flip door, philips pollen filter, bottom enclosure, blower motor, and the blower box. The device was returned missing the accessory module flip door and the sd card. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error codes. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Reporting institution name was updated. In box g: date received by mfg (rfb) has been updated. In box h: device problem code, evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.